Event description:
Patient reported elevated blood glucose (400's mg/dl) after reconnecting to device following taking a shower. Patient indicated that when she changed her tubing, the blood glucose came down. Pt indicated that piston rod was used longer than recommended. Pt indicated that blood glucose meter had not been verified for accuracy.